Event description:
The manufacturer received information alleging malfunction occurred on a dreamstation bipap. There was no harm or injury reported. The dreamstation bipap was returned to the third party service center for evaluation. During the evaluation, visible foam degradation was noted. In addition, there was no evidence of contamination from insect infestation and in addition of inquiry on sound abatement foam. The device was scrapped. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.